Event description:
The surgeon implanted permacol following a ventral hernia repair. The pt suffered a post-operative infection and when the surgeon re-operated he found that the permacol had not integrated. He therefore removed the entire implant.

Manufacturer narrative:
To date there had been no lot number info provided by the surgeon; however, tsl can confirm that the product is manufactured using a controlled and validated mfg process. The product is terminally sterilized by gamma irradiation and has undergone sterilization validation and dose audit studies in accordance with iso11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Wound infections are not uncommon post surgery. The causes are opportunistic bacteria around the time of surgery. Local trauma/inflammation and blood/serum pooling at the site of surgery provide good media for bacterial growth. Weakening of the bodies immune system through concomitant medications (e.g. Steroids), through systemic disease (e.g. Autoimmune diseases, viral infections, cardiovascular disease etc) further increases the chances of wound infection. Tsl's instructions for use state that if infection is diagnosed, frequent monitoring of the surgical site and appropriate use of antibiotics is advised. Tsl has requested add'l info from the surgeon as it is unk how long permacol was implanted to allow integration of the implant prior to explantation.